Manufacturer narrative:
This report was inadvertently filed. Customer did not received medical intervention to treated blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 300 mg/dl; cause was not known. An insulin injection was administered. Customer's healthcare provider assisted with performing a pump system check. Customer changed the infusion set tubing and cartridge. No device issues were observed.